Event description:
It was reported that prior to a laparoscopic assisted vaginal hysterectomy procedure, prior to using the device, the surgeon noted that the jaws were not closing completely. There was a visible gap. He then tried the device on the pt and there was noted milking of the tissue. A new shear was opened and used and everything worked fine from there. There was no delay in surgery time and the pt is doing well.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.